Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg. Customer did not require any assistance and low bg did not cause any injury. Reportedly, customer continued pump insulin therapy.